Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Event description:
It was reported to boston scientific corporation by the distributor that a truetome 49 has a foreign object inside the sterile packaging. The exact event date was unknown. During the product inspection it was observed that a foreign object was present inside the sterile package. No patient and procedure were involved in this event. Note: photos and video of the complaint device inside the unopened packaging were provided by the customer and showed a foreign material.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h11: investigation results: the returned truetome 49 was analyzed, and a visual examination found that there was evidence of foreign material inside the pouch. Media evaluation also noted that foreign material inside the unopened device pouch was evident. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging foreign matter was confirmed. After analysis of the returned device, it was determined that there was evidence of foreign material inside the sterile pouch. The customer provided pictures and a video where it was observed that the device in an unopened packaging has evidence of foreign material. Based on all gathered information, the most probable root cause is quality control deficiency. An investigation is in place to address this problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation by the distributor that a truetome 49 has a foreign object inside the sterile packaging. The exact event date was unknown. During the product inspection it was observed that a foreign object was present inside the sterile package. No patient and procedure were involved in this event. Note: photos and video of the complaint device inside the unopened packaging were provided by the customer and showed a foreign material.